Event description:
It was reported that a malfunction occurred on the pump, indicated by malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to call back if any issues reappeared.